Event description:
It was reported that the patient told the healthcare provider (hcp) that his implantable neurostimulator (ins) ¿doesn¿t work.¿ the hcp was not sure when the ins stopped working. MRI compatibility guidelines were requested and the MRI was related to lung cancer. It was noted that the patient ¿is not a good source of information.¿ further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0511602v, implanted: (B)(6) 2006, product type: lead; product ID 3487a-33, lot# j0125653v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 74002, lot# n224662, implanted: (B)(6) 2011, product type: adapter; product ID 37092, lot# 282480001, implanted: (B)(6) 2011, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).